Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they fell about a month or two ago (around (B)(6) day) and was peeing their pants; a loss of therapy was reported. They added that their symptoms slowly went away, but they came back on (B)(6) 2019. On (B)(6) 2019, they increased settings from 2.1v to 2.2v. It is unknown at the time of initial report if the fall is related to the issue. Therapy considerations were reviewed with the patient and they were redirected to their healthcare provider (hcp) if the problem does not resolve. The patient then noted that they have an appointment with their hcp toward the end of (B)(6). No further patient complications have been reported as a result of this event.